Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery charged slower than expected. There was no reported adverse impact to the customer's blood glucose level. Reportedly, pump charged as intended and customer continued to use the pump for insulin therapy.